Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified access set would not flow. During a fentanyl infusion, the unspecified infusion pumped alarmed it was completed; however, "the vial was still completely full". IV site was rotated and a bolus dose was attempted and "there was no movement of the infusion". The tubing and pump were exchanged. Upon further review by the clinical engineer, the tubing was observed kinked just below the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.